Manufacturer narrative:
The event unit was returned for evaluation. Upon visual inspection, engineering observed that the cord loop had a clean cut, confirming the customer's reported experience of cutting the cord loop free. The unit displayed no non-conformances other than a deformation of a piece of the deployment mechanism. The root cause of the customer's experience is most likely due to retracting the deployment mechanism prior to full deployment. Per the instructions for use, the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop." The damage observed on the deployment mechanism indicates that the customer overrode the ratchet mechanism by retracting the thumb ring prior to full deployment. If the device is retracted prior to full deployment, the supports may retract away from the tissue bag and cause the tissue bag to fall off the supports when deployed. Applied medical has reviewed the details surrounding the incident and related products. Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary. No additional information was requested or provided. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed lap chole: "the bag was deployed and only one side of the bag was on the metal ring and the other side was not attached to the piece that creates the opening of the bag." Patient status - unknown.